Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/4/2025. It was reported that an unspecified malfunction occurred. Data was further reviewed. It was found in connection with the reported allegation that the estimated glucose values reached the high alert threshold (250 mg/dl) on the alleged date of (B)(6) 2025. The app delivered high alerts at 100% volume from 03:48 am until the high alert was acknowledged at 04:08 am. The egvs remained above the high threshold, but the app did not deliver additional high alerts after acknowledgment as the snooze/repeat feature was disabled. At 08:43 am, the egvs returned within range. At 10:33 am, the egvs rose above the high threshold again, and the app delivered high alerts at 0% volume (set to match phone volume) until the high alert was acknowledged at 11:00 am. The egvs remained above the high threshold until 02:43 pm, but the app did not deliver additional high alerts after acknowledgment as the snooze/repeat feature was disabled. At 05:03 pm, the egvs rose above the high threshold again, and the app delivered high alerts at 45% volume (set to match phone volume) until the high alert was acknowledged at 05:08 pm. The egvs remained above the high threshold until 09:33 pm, but the app did not deliver additional high alerts after acknowledgment as the snooze/repeat feature was disabled. At 09:38 pm the egvs returned within range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On 05/12/2025, the patient reported receiving an unspecified high cgm reading but did not perform a fingerstick at that time. The patient experienced vomiting, abdominal pain, and symptoms suggestive of diabetic ketoacidosis (dka). She administered insulin via syringe (dosage not confirmed) and was subsequently transported to the hospital by her boyfriend. Upon arrival, a fingerstick measurement indicated a blood glucose level of 600 mg/dl, and the patient was diagnosed with dka. The patient was unable to confirm her cgm reading during hospitalization. Treatment included an intravenous insulin drip, and the patient remained hospitalized for approximately three days, being discharged on (B)(6) 2025. During the follow-up call, the patient reported feeling well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.